Event description:
It was reported that insulin was leaking past the o-rings from the reservoirs. It was stated that the customer did not keep the reservoirs. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.